Event description:
The customer contacted baxter's service center regarding a patient who tried to disconnect the supply bag and add a different dextrose bag to the same line, which occurred on the homechoice (hc) during fill 5 of 8. The hp elected to disconnect a supply bag and replace it with another the supply bag. The technical service representative (tsr) advised the hp they were ending therapy from fill 5/8 and once the hc primes the air from the system one could not disconnect and reconnect the supply bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance was contacted by the registered nurse (rn) regarding the home patient (hp). The rn was aware that the hp attempted to change out the supply bag during therapy. The rn made the hp aware that this is not proper procedure. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.